Event description:
Hospital information system (his) department personnel's data-base corruption, failure to enforce standard operating procedures for all data-base changes. Data-base change for test tables were done in the "production" mode. Instead of the "development" one and without qc testing of the change, causing a major data-base corruption in the hospital information system (misys CPR) serving hospital and 18 free standing clinics. This system provides a paperless environment where data-base corruption has a wide ranging effect on patient care and care outcome. Hospital information system (his) personnel's data base corruption and failure to enforce standard operating procedure of qc for all data base changes. Data base change for test table was done in the "production" mode instead of the "development" one and without q2c testing of the change causing a major data base corrpution in the hospital information system of misys CPR. This system provides a paperless environment where data base corruption has a wide ranging effect on patient care. Corruption effected the data base from provider test request order/entry to result entry/verification by the laboratory in the patient's medical record with the consequence of about 500 wrong/erroneous/corrupted results in patient's chart. At the provider-end: provider ordered one hepatitis test, computer registered hepatitis panel of 4 tests and a request for psa as an order. At the laboratories end; patient's female, new born female and new born male were tested and charged for psa. Due to the data base corruption, when hepatitis test result was entered into the system the computer automatically added the same result into the other 3 hepatitis tests result field. This resulted in wrong erroneous hepatitis test results in the patient's chart. After 5pm, his personnel deleted the "commander" manual hepatitis result entry screen in the production mode. They activated the "centaur" manual hepatitis result entry/verification screen. Nobody in the laboratory was notified of the impending or actual change. Data base corruption was recognized the next day; namely no test results could be entered or verified in the "commander" screen. When data base corruption was reported to his, it was trivialized by the his hardware supervisor. Finally we were advised to use the "centaur" screen for data entry. When laboratory personnel tried to use the "centaur" screen it did not work since the computer did not download the request to the "centaur" file. Finally at 6pm his personnel sent us a work around for hepatitis data entry in an e*mail. The work around had fatal data base errors. No his person tested the work around suggested in an e*mail and no his personnel worked on the failure on the week end or 3 days later. The next day, the full extent of the corruption was recognized. After notifying his that psa test is requested instead of or in conjunction with hepatitis request, and hepatitis was ordered as a 4 test panel, the first correction was made,namely-deletion of the psa results from patent's chart at that point we had over 500 erroneous hepaptitis results in patient's medical chart. His had difficult time correcting the data base problem. Erroneous hepatitis test results were only corrected by 3 days later. Correction of test results was done by his personnel involving re-accessioning the tests requests, reentry of correct results and than deletion of incorrect result. Audit trail is in the patent's chart. List of corrupted data is available. Provider order/entry and test data entry/verification corrpution for 3 hepatitis tests was corrected and the hcv one by 3 days later. System/device corrputed. Misys CPR 5.0 total hospital computer system hospital and 18 free standing clinic sites. Department involved: hospital his department. Quality failure. Misys CPR system and the his department at hospital site failed basic quality control policy and procedures. Mysis CPR system let the data processors at hosp make major data base changes to the test tables-result entry, in the production mode instead of in the development mode. At no time did they qc the change or check for accuracy of the change in the production mode or check functionality and correctness of the screen. Nether the regional his department nor the regional director pathology, I believe, notified the hospitals and the network providers of the failure and advised them not use the data until corrections are made. Failure to follow correct procedures, test all changes before release for use, work in the development mode and not in production one, lack of knowledge by his personnel how to correct data base corruption, unwillingness to consult with misys programmers, which endangered patient care, could cause sentinel events and result in patient death.